Event description:
Customer reported via phone, he needs assistance with calibrating the sensor. During troubleshooting customer mentioned he was attempting to calibrate with high blood glucose of 504 mg/d. He also mentioned he was hospitalized in december for high blood glucose of 525 mg/dl. Customer stated the infusion set had a bent cannula and he was starting to get dry mouth, nausea and vomiting and that is when the paramedics were called. Customer was treated with fluids and IV drip. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.